Event description:
The customer reported that the alarm has multiple damages to it. The customer did not know the specific product issue or when the issue was identified. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product revealed the unit did not power up with new batteries. The unit did power up with a 9v adapter and passed functional tests. There is battery leakage on the battery contacts. The battery springs are okay. Also the unit is missing the hold button and the door. Note: posey instructions for use warning statement. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. Always close the battery door during storage to prevent damage. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. MFR reference file # 2012-05476.